Event description:
Following a diagnostic procedure, an angio-seal device was placed. Approximately 5 minutes following deployment, the patient complained of increasing pain. The patient's leg grew cold, and the patient was therefore transfered from the cath lab to another facility, where surgery was performed to remove the device anchor (which was occluding the artery) from the superficial femoral artery. At the time of surgery, the vessel diameter was noted to be smaller than 4mm. A plastic patch a (10cm in length) was used to close the vessel. The patient was listed in good condition following this procedure.